Manufacturer narrative:
Follow-up #2: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: review of the black box data revealed record of unexplained loss of prime on (B)(6) 2017; delivery never resumed. The pump was manually suspended on (B)(6) 2017 at 11:21 and manually resumed at 12:17. On (B)(6) 2017 at 12:20, a replace cartridge alarm was recorded; deliveries resumed at 13:35. On 23 aug 2017 at 16:10 a user-cancelled bolus was recorded and 2.597 units of a programmed 8.6-unit bolus was delivered. The delivered boluses were calculated for (B)(6) 2017 and the delivered boluses on each day match correctly the total daily doses bolus history. On investigation, the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Patient code: (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia for much of the afternoon ((B)(6) 2017) while on insulin pump therapy with blood glucose measuring 33 mmol/l with extreme drowsiness, blurred vision dehydration, shortness of breath and moderate urinary ketones. The reporter stated that changing the infusion set did not resolve the issue. The patient reportedly received treatment in the form of insulin via injection and the blood glucose level began to drop and was down to 27 mmol/l while the reporter was on the call with animas customer support. Troubleshooting by animas customer support revealed the bolus totals did not match during review of the bolus history for a three-day period. The reason for the mismatch could not be determined during troubleshooting. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with alleged inaccurate delivery of insulin by the pump.